Manufacturer narrative:
The device was not returned for evaluation. A supplemental report will be sent if the product is returned or if add'l info is received. Device lot history was reviewed and no non-conformances were found. (B)(4).

Event description:
It was reported by the facility that they were unable to advance the intra-aortic balloon (iab) through the sheath. A new sheath and iab was used with the same result. On day three a successful insertion was achieved after further deterioration. It was reported that the patient expired. Related to MFR report nos: 2248146-2014-00074, 2248146-2014-00077.